Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. Per clinical review of the continuous ECG recording, the device was started up at 16:51:33 on (B)(6) 2022. An arrhythmia was detected five times from 04:33:24 to 04:44:24 with rb use on (B)(6) 2022. ECG shows idioventricular rhythm from 60-90 bpm with 2-3 second pauses. The rhythm then degrades to vt from 150-110 bpm. The rhythm then degrades to vf with rb use and varying amplitudes. The rhythm then degrades to asystole with motion artifact. Detection stopped at 04:45:15. Electrode belt was disconnected at 04:47:38 on (B)(6) 2022. Vt/vf was seen from approximately 04:34:06 to 04:36:55. Heart rate at or below the threshold for treatment, rb use, and varying amplitudes prevented the lifevest from treating the patient.